Manufacturer narrative:
The device was returned for analysis. During visual inspection, the sheath assembly was observed kinked, and the imaging window was detached. During microscopic inspection, the imaging window was observed detached. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing indicated that the device is no longer effective at receiving and transmitting acoustic energy at the working frequencies.

Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that a visualization issue occurred. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, it was noted that the image could not be shown. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, device analysis result revealed that the imaging window was detached.